Event description:
As a type I diabetic I inject insulin 5x/day. Using the new bd nano 2nd generation needles there have been many adverse events not seen in previous generations of bd needles. About 20% seem dull and tear through the tissue leaving the injection sites red and swollen for several days. There is also increased discomfort when larger doses are administered. I teach local anesthesia to dental and dental hygiene students and I know a defective needle when I use one and have one used on me. Using loupes you can physically see small burs on some but not all of the needles in a box which would explain the adverse reactions. The quality control on this product is highly suspect and I am hopeful bd can rectify this problem quickly.